Event description:
A consumer reported blurry vision following intraocular lens (iol) implant surgery. A lens exchange is scheduled.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported for this lot number. This report was mailed to the FDA on: 06/22/2007. Additional information was requested 05/29/2007 by phone, mail and fax. Additional information was received 05/29/2007 and 06/01/2007.